Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 20 mg/ml at 7 mg/day. The indication for use was non-malignant pain. A slight hygroma was reported. The patient presented to the emergency room concerned about ¿bulging¿ at the back insertion site for the catheter. The patient felt his pain control was not as good. The patient denied any falls, ¿etc.¿ a dye study was attempted on (B)(6) 2016, and the catheter was easily aspirated. When injection of dye began, the patient complained loudly of pain down both legs and asked the hcp to stop. The injection was aborted. The patient could not tolerate an MRI (could not sit still). The decision was made not to repeat the dye study. The catheter was re-primed, and the hcp discussed with patient the possibility of granuloma. The patient was concerned about his back incision. The hcp was willing to monitor the patient and not go with any aggressive treatment at the moment. The hcp deferred treatment back to the patient¿s managing hcp. It was unknown if the issue was resolved. The patient was educated regarding signs/symptoms of granuloma, and would follow up with his civilian pain manager. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The patient was allergic to intravenous pyelogram dye. The patient¿s status was ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.